Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. It was also verified that all internal components were secured, and normal wear was noted on the chassis exterior. Inspection of the device internal components revealed a failed capacitor at the c49 location, which confirms the field reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to abnormal functionality of the radio frequency control board.

Event description:
During the procedure, all four ports of the generator were not able to reach the appropriate temperature and the procedure was cancelled. There were no adverse consequences to the patient.